Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (therapy electrodes not functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire. The root cause for the open wire could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
The patient reported therapy electrodes not functional.